Event description:
It was reported that during a prostate procedure @ 24:03 minutes of use the ¿fiber tip broke; the distal extremity (edge) of the fiber cut will be around 1 cm¿. The procedure was completed using a second fiber. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-441a-(B)(4): the glass cap and the metal cap are detached and not returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; there is signs of melting at the location of the fracture. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.